Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional peripheral angioplasty procedure. Reportedly, there was resistance experienced when returning the lever back to its original position. Although resistance was experienced, the lever was returned to its original position. Upon removal of the device, the lever was lifted and it was then noticed one of the feet was separated. Surgery was performed for removal of the foot which was successfully retrieved. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot separation was confirmed. Opening and closing the lever could not be tested due to the device condition. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.